Event description:
It was reported that, when activating the brake mechanism of an hospital bed, the two front casters were allegedly not locking. There was no patient reported to be involved in the issue.